Event description:
It was reported the patient's ipg is nearing possible premature end of life. Surgical intervention took place on (B)(6) 2022, where the ipg was replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information. Date of event is estimated.